Event description:
Caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery while a replacement pump with updated software was sent. Customer service provided instructions for returning the defective pump and programming settings and connecting the cgm to the replacement pump. The customer acknowledged understanding these instructions and arrangements.